Event description:
It was reported that the patient with this right ventricular lead suffered twiddler's syndrome and this lead became dislodged. A revision procedure was performed and while attempting to reposition the lead, difficulty was experienced retracting the helix. As such, this lead was explanted and replaced. No additional adverse patient effects were reported.